Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. It was the 1st firing with a black reload and no buttressing material. The staple line looked good at first but then it began to bleed. It was noted that the staples were malformed, there was no "b" to the staples. The entire staple line was oversewn with sutures. The patient blood loss was approximately 160-200cc, however no blood transfusion or blood products were required.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Were the staples malformed or unformed? On the first firing with the black cartridge, I observed both malformed and unformed staples. How is the patient currently? As of friday, (B)(6) the patient was doing well. Is the patient expected to have a full recovery? Yes. Did the user wait 15 secs prior to firing? Yes. What was the speed of firing? The powered echelon 60 was used. Was a bougie used? How close was the firing to the bougie? The bougie size was 34. Not sure how close to the bougie the firing was. It wasn't very snug to the bougie. Any unusual noises? No unusual noises were heard. Did they complete the case with the same device? Yes, they completed the case with the same device. How long was the patients stay extended? The patient stayed one extra night. Was the patient stay extended as a result of the difficulties with the device? The surgeon told me she was keeping the patient in one extra day for precaution due to the bleeding from the staple line. The analysis results showed that one ecr60t reload was received in good visual condition and without an instrument. The cartridge was received fully fired. No functional test could be performed due to the condition of the reload.